Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the patient experienced a neurological event that resolved in less than 24 hours without medication. The symptoms included drowsiness, bilateral hemianopia, severe expressive aphasia and slurring of words. A CT scan showed a possible infarction; however, the diagnosis provided states no infarct, transient neurological event that resolved within 24 hours. Three days post-procedure, the patient was discharged to home. Thirty days post-procedure, the patient remained symptom free. Although requested, there was no additional information provided. On 08/06/2009: subsequent to the receipt of the above information, additional information reports that the patient had a minor, ipsilateral, ischemic stroke.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.